Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had migrated. The component was removed and a new one was implanted in a new location. No patient complications were reported.